Manufacturer narrative:
Stryker evaluated the customer's device and observed that none of the buttons on the control panel were responsive. After replacing the device's hood, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During evaluation stryker observed that none of the buttons on the control panel were responsive. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.